Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty in the left anterior descending artery (lad). A 2.75 x 32 synergy drug eluting stent was deployed. Post deployment, a dissection occurred at the at proximal lad. A 2.75 x 12 mm synergy stent was used to cover the dissection and complete the procedure. There were no further patient complications and the patient was normal at the end of the procedure.

Manufacturer narrative:
(B)(6).